Event description:
Upon insertion of tampon consumer felt discomfort. Two hours later they removed what appeared to be two tampon pledgets with four strings. No injury reported. It is spacially impossible to fit two tampon pledgets in one applicator.